Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that occurred during the procedure. Post procedure, while the patient was in the recovery area, they developed a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. The patient recovered and the effusion resolved. The patient has since been discharged from the hospital fully recovered and doing fine.